Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for aortic insufficiency and aortic valve-biological valve replacement was performed and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
E1: reporter email not available. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures,¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the ai was progressively worse since (B)(6) 2020 but it got exacerbated around (B)(6) 2023. The aortic valve-biological valve replacement resolved the event.